Event description:
The pt reported feeling pulsation behind the ears and numbness on the right side of the face and tongue. The pt presented to the ER where x-rays did not reveal any issue. Follow up with the hcp indicated they do not suspect the event was attributed to the device. The hcp reported the pt experienced psychological symptoms, sensory disturbances and numbness to the right side of the face with an undetermined etiology. The x-ray revealed the wires were intact. Analysis of the device revealed impedances were within accepted values. The hcp reported the pt's response to stimulation is very inconsistent. The pt reported sensory and therapy changes when no settings were changed or denied sensory or therapy changes when settings were changed. The hcp reported the pt recovered without sequela.